Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low calcium (calc) results for two pt samples. The erroneous results were released from the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that prior to the event, the ion selective electrode (ise) buffer, lot #m802260, was loaded into the dxc system. The ise system was calibrated and all of the quality control (qc) results except potassium (k) were within the lab's established ranges. Later that day, a critically low calc result was produced and was retested on the lab's other analyzer. The repeat result was 1.3 mg/dl higher. Another qc was run and the calc qc results were low. All samples run since the ise buffer was changed were repeated. Two low calc results had been reported and were amended. This is report 1 of 2 medwatch reports for pt 1 of 2 pts.

Manufacturer narrative:
Service was not requested. The customer visually inspected the ise buffer and noted that the buffer was yellow in color. Replacing the ise buffer with another lot resolved the problem. Review of the ise buffer chemistry revealed that the ise buffer may yellow with age, but that this color change should not effect product performance. A clear root cause has not been identified to date. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-05111.